Event description:
Additional information was received via review of literature that the patient also experienced delayed healing.

Manufacturer narrative:
Literature citation: rolfing, jan duedal, et al (2021). Pain, osteolysis, and periosteal reaction are associated with the stryde limb lengthening nail: a nationwide cross-sectional study. Acta orthopaedica, volume 92. Web address to article: https://doi.org/10.1080/17453674.2021.1903278.

Manufacturer narrative:
To date, the device has not been returned for device evaluation. Root cause is unable to be determined.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2021. As per the reporter, the nail was broken at the second screw hole from the top. The patient experienced pain. Minor signs of corrosion were noted on the screws and screw holes. No additional information is available.